Manufacturer narrative:
The insulin pump passed all functional testing including the self-test, unexpected restart error test, displacement test, rewind test, basic occlusion test, occlusion test, priming test, off no power test and excessive no delivery test. There was no excessive no delivery alarm on the insulin pump and no unexpected restart error alarm. The device was monitored for 24 hours and there was no blank display anomaly. All operating currents were within specifications and the device passed the self-test. There was no unexpected low battery or off no power alarm. There was no c 13 isolation tape damage on the lcd board. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, cracked case at the display window corner and cracked battery tube threads.

Event description:
Customer reported via phone call blank display, no delivery alarm, unexpected restart alarm and high blood glucose levels. Customer's blood glucose level was 410 mg/dl. Customer replaced the device with a new battery and the display returned. Customer experienced an unexpected restart alarm and no delivery after the blank display anomaly was resolved. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.